Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not provided, a manufacturing review could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of an ultrasound-guided breast biopsy, the device allegedly self-activated after the second slide was primed and outside of the patient. It was further reported that the procedure was completed with another device and no coaxial was used. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. The cannula released automatically during drop testing. Therefore, the investigation is confirmed for self-activation; however the investigation will remain inconclusive for the alleged stylet self-activation. An x-ray showed insufficient cannula tang engagement and upon disassembly it was noted that the left bumper was missing and the right bumper was bent within the device housing. It is likely that the missing and bent bumpers contributed to the reported and identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate

Event description:
It was reported that during preparation of an ultrasound-guided breast biopsy, the device allegedly self-activated after the second slide was primed and outside of the patient. It was further reported that the procedure was completed with another device and no coaxial was used. There was no patient contact.